Manufacturer narrative:
Per tandem's user guide: pump is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. The pump was not exposed to abnormal temperature conditions. Reportedly, on the day of the initial occurrence the customer wore the pump while swimming. The customer's blood glucose level was approximately 165 mg/dl. Reportedly, the customer had manual injections available for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.